Event description:
It was reported that the wire became stuck within a device and the wire coating came apart. An amplatz super stiff guidewire was selected for use and during the procedure, the wire became entrapped within the catheter and the braid coating was reported to be coming apart from the wire. No known patient complications have been reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an amplatz super stiff guidewire. Visual and microscope inspection of the analysis of the returned product revealed that the guidewire was unraveled, the coiled wire was stretched and separated near the distal end. The overall length and the outer diameter (od) of the distal tip could not be performed due to the stretched guidewire. The od of the middle of the device and od of the proximal section were within specification. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the wire became stuck within a device, and the wire coating came apart. An amplatz super stiff guidewire was selected for use, and during the procedure, the wire became entrapped within the catheter, and the braid coating was reported to be coming apart from the wire. No known patient complications have been reported.